Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site and is irritated by the location of the ipg. The patient is receiving effective stimulation and denies any other problems. Surgical intervention is pending to address this issue.